Event description:
A dialysis home patient's son-in-law reported a system error 2240 alarm in drain 2/4 during treatment using homechoice device. The son-in-law reported that the home patient's transfer set became disconnected from the cassettte tubing while the home patient was sleeping. The son-in-law is unaware how this occurred. The home patient was instructed to discontinue treatment at the time of the alarm and was treated with prophylactic antibiotics. There was no patient injury associated with this incident per the home patient's son-in-law.